Manufacturer narrative:
The stents were implanted and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The death indicated in the study report is filed under a separate MFR report number. Study report attached: medical device report prepared for abbott vascular supera peripheral self expanding stent.

Event description:
It was reported through a data collection, study report, that the supera stent may be related to the following: myocardial infarction, pulmonary and renal complications, thrombosis, embolization, dissection, perforation, amputation, percutaneous re-intervention, surgical re-intervention, occlusion. Specific patient information is documented as unknown. Details are listed in the attached medical device report.

Manufacturer narrative:
A2: average. A3, a5: majority. B3, d6: estimated date. D4: the UDI# could not be provided because the part and lot numbers are unknown. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. In this case, there was no reported device malfunction associated with the supera stent. The reported patient effects of renal failure, myocardial infarction, embolism, perforation, occlusion, thrombosis, intimal dissection, are listed in the supera peripheral stent system instruction for use, as known potential patients effects associated with device use. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The additional therapy/non-surgical treatment, surgical procedure and hospitalization were likely related to case circumstances. Specific information regarding the device(s) performance is unknown or inaccessible. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.